Event description:
It was reported that the device would not perform a remote transmit due to an incompatible device serial number. The correct serial number was programmed into the device and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.